Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported an (B)(6) white female patient had impella cp optical pump inserted via the right femoral artery (rfa). The patient computerized tomography (CT) scan revealed bleeding at the insertion site, the pump was removed, the vascular surgeon repaired the site, and an unknown about of packed red blood cells (prbcs) was given along with intravenous fluids (ivf). Another pump was inserted for support.